Event description:
Left knee pain (injection site), right and left knee swelling (injection site), effusion in both knees (injection site), purulent fluid removed (knee). Info was received from a physician's office via a healthcare professional regarding a pt with a history of osteoarthritis and no prior viscosupplementation who experienced left knee pain and swelling, right knee swelling, bilateral knee effusion and purulent fluid removal. They began treatment with synvisc in 2004. The pt received a series of synvisc injections to both knees in 2004, aug-2004 and 2 weeks after. In aug-2004, the pt returned for the third synvisc injection but the right knee was swollen and the physician aspirated 60ml of clear fluid and did not give the third synvisc injection in either knee. In 1 week, the third injection was given in both knees. Between aug-2004 and sep-2004, the pt went to the e.r. With pain and swelling in the left knee. In the ER, "purulent" fluid was removed, an orthroscopic "ind" (incision and drainage) was performed, IV vancomycin was given and the pt was sent home on an oral antibiotic (type unk). The reporter did not know if the fluid was cultured. In sep-2004, at an office visit, the left knee had minimal swelling, the sutures were removed, and the area was healing. In oct-2004, pt was seen again and no problems (warmth, swelling, range of motion) were seen in either knee. At the time of this report, the events had resolved.